Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turns on when plugged into a power source. The customer also reported the pump battery was observed to be depleting quickly. In addition, the customer received an auto-off alarm after not interacting with the pump for the duration of the pump safety setting. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. The customer's blood glucose level was 178 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.